Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 19 states, "persistent pain." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00126 & 00127).

Event description:
It was reported that patient underwent partial bilateral knee arthroplasties on (B)(6) 2015. Subsequently, a right revision procedure was performed on (B)(6) 2016 due to pain and loosening of the tibial tray. The tibial tray and tibial polyethylene bearing were removed and replaced.